Event description:
Customer reported via phone call that the insulin pump alarmed button error and it may have been due to getting sweat on the device. Customer stated that she was running and the insulin pump was inside her pants prior to the alarm. Customer's blood glucose reading at the time of the call was 71 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm or moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.